Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the while the customer was performing the air removal step, it was thought that the needle may have punctured the internal bag of the cartridge. Customer could not recall further details of this event. There was no reported impact to customer's blood glucose.